Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8731sc (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving morphine 4.006 mg/day 25 mg/ml via an implantable pump. It was reported that the patient had an "open " site on his pump revision incision. The physician moved the current pump from the left abdomen to the right abdomen and replaced the catheter on (B)(6) 2025. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the surgical wound was open. However, the cause of the event was unknown.